Event description:
My problem has to do with chronic pain as a result of davol perfix plugs. In 2007, I had surgery at the hospital. The surgeon's opinion was that I had hernias and this was an open procedure to repair left and right inguinal hernias with 4 davol perfix plugs -2 on each side - and mesh. I began to experience pain around my incision sites in approx eleven months later. I visited with the surgeon for post-operative follow up and for the last time in 2008 to discuss pain and also my testes being sore and was assured that everything was okay. The pain grew worse each month, so in two months later, I decided to pursue other opinions. In four months later, I met with 2 highly regarded surgeons who are specialists in hernia repair and post-operative hernia pain. Both of these surgeons have come to the same conclusion: my chronic pain is due to the use of the plugs in my hernia repairs which have caused both nerve damage and pressure problems. Importantly, neither of these surgeons feels that the use of plugs in hernia repair is a proper method because of the prevalence of plug-related problems that they have experienced. Had I known the high number of pts who have experienced similar problems with plugs I would have researched my options more carefully and chosen a surgeon that performs a mesh-only repair. I am taking neurontin with no positive results to date and I am planning on having the first of multiple surgeries in an attempt to bring me back to my original active and healthy lifestyle. I urge the FDA to further investigate to the use of plugs in hernia repair so that others will not have to go through the pain, myself and my family are experiencing. Pts deserve better; not the use of plugs to make surgery faster and simpler. Dates of use: 2007 to present. Diagnosis or reason for use: #2 hernia repair.